Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that he was unable to remove intruder needle after insertion. No further information was available.